Event description:
During a right ventricular outflow tract procedure, it was reported that a tamponade was observed in the patient. No impedance or temperature changes were observed. No device or equipment related. On (B)(6) received additional information requested from bwi representative stating that there was a perforation and cardiac tamponade. Further intervention was required and a pericardial drain was performed. The patient was hospitalized for four (4) days and fully recovered. The physician¿s opinion regarding the causality of this adverse event is procedure related.

Manufacturer narrative:
A) the device has been disposed by the customer. Concomitant bwi products: product: webster cs catheter with ez steer technology: us catalog: # bd710df282rts, lot # unknown. Product: carto 3 system: us catalog # fg540000, serial # unknown. Product: coolflow irrigation pump: us catalog # cfp001, serial # unknown. (B)(4).

Manufacturer narrative:
As the lot # 16012561m was provided, the device history records was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).